Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the common bile duct to treat a 4cm cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to deploy completely even after multiple attempts. The stent was partially covered by the outer sheath on the delivery system when it was removed from the patient. A non-boston scientific device was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the common bile duct to treat a 4cm cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to deploy completely even after multiple attempts. The stent was partially covered by the outer sheath on the delivery system when it was removed from the patient. A non-boston scientific device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b1 (adverse event or product problem) and d4 (catalog number and unique identifier UDI number) have been corrected. Block g1 (MFR contact first name and last name, phone number, and email) has been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an epic biliary stent and delivery system were received for analysis. The stent was received partially deployed on the delivery system. Visual inspection found no issues with the tip of the device, no kinks or damage to the outer sheath, and the handle rack had no issues or damage to the handle. The device was received with the rack extended on the device. Functional inspection found that the stent was unable to deploy as the thumb wheel would not turn any further. The handle was then opened with no damage found inside, the stainless-steel shaft was able to be extended, and the stent was able to be deployed. The stent was noted to be damaged. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent partially deployed. The stent was damaged most likely due to when the user was attempting to deploy the stent in the challenging patient's anatomy. The investigation concluded that the device encountered difficult patient anatomy could have contributed to the difficulty in deploying the stent during the procedure. Therefore, taking all available information into consideration, the selected most probable cause is adverse event related to patient condition. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.